Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review, and similar incident query were not performed because the part/lot numbers were not reported. The reported patient effect of embolism/embolus is listed in the hi-torque guide wires instruction for use as a known patient effect of coronary stenting procedures. It was reported that a catheter was advanced over the guide wire while the wire was in a prolapse position. It should be noted that the high torque guide wire instructions for use states: ¿do not allow the guide wire tip to remain in a prolapsed condition. A cine was received and reviewed by a clinical specialist. The reviewer provided the following: the images provided do not show the reported tip dislodgement / fracture piece although it is assumed, based on the report and follow-up imaging, that the dislodgement / fracture did occur. Per the report the guidewire was ¿¿ . Noted to have prolapsed on the second sheath entry.¿ as well as ¿possible resistance in advancing the prolapsed wire¿¿. Based on the report it appears that the guidewire was manipulated (advanced / withdrawn, torques, etc.) With resistance, while in a prolapsed state suggesting a likely device usage which is contrary to the instructions for use, resulting in the reported tip dislodgement / fracture. In this case, it was reported that a catheter was advanced over the guide wire while the wire was in a prolapse position. It is possibly that the guide wire became prolapsed due to the user¿s technique when inserting the guide wire into the anatomy. It should be noted that the guide wire¿s instructions for use states ¿do not allow the guide wire tip to remain in a prolapsed condition.¿ it is likely that advancing the catheter over the guide wire in the prolapsed condition contributed to the resistance noted during advancement. Additionally, allowing the guide wire to remain prolapsed likely contributed to the reported material separation. The separated portion of the guide wire was left in the patient¿s anatomy. The investigation determined the reported difficulties appear related to user error; however, the subsequent treatment and patient effects appear related to the operational context of the procedure. The separated portion of the guide wire was left in the patient¿s anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a thrombosed lesion in the right radial artery. The hi-torque (ht) balance middleweight (bmw) guide wire was used to access the right radial artery. Pre-dilatation with a 4french (fr) sheath was required prior to upsizing to a 6fr sheath and was done over the bmw guide wire and the guide wire was noted to have prolapsed on the second sheath entry. There was possible resistance in advancing the prolapsed guide wire in the radial artery hence fluoroscopy was performed and showed the radiopaque tip missing so presumed a guide wire fracture. The separated tip embolized down the right radial artery and was not recognized during the procedure. The patient presented two months later with a painful arm and will undergo surgery to remove the separated tip from the right radial artery. No additional information was provided.